Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was initially reported on (B)(6) 2024 via web self-services that the patient inaccurate cgm values. There was no report of medical intervention or cgm and bg values provided. On (B)(6) 2024, the patient clarified information about the event that occurred on (B)(6) 2024. It was reported that the patient experienced a hypoglycemia due to a failure to alert low blood sugar levels. It was stated that the low alert was set to 100 mg/dl and that the day of the event, around 10:00pm, no alert sounded. During the event the patient had his phone in ¿do not disturb¿ mode. The patient did not report any warning symptoms but stated he lost consciousness and that an ambulance was called by his wife. When the paramedics arrived a fingerstick was taken and the cgm reading was low, and the blood glucose reading was 25 mg/dl. The patient was treated by the paramedics with intravenous glucose and was brought to the hospital where he received more of this treatment. The patient recovered after treatment and was discharged after spending 8 hours in the hospital. At the time of the report the patient was stable. Data was provided for investigation. A review of performance data shows that the patient's low alert was set to 60 mg/dl and vibrate only, the urgent low alert is fixed at 55 mg/dl and set to sound, and the signal loss alert was disabled at the time of the incident. Data investigation found that the app experienced a period of signal loss on (B)(6) 2024 from 7:34 pm to 11:34 pm. Backfilled data shows that the patient's estimated glucose values (egvs) dropped below both the low and urgent low alerts thresholds at 7:59 pm and continued to decline until hitting low (less than 40 mg/dl) at 8:09 pm. The patient's egvs remained low for the duration of the signal loss. The wearable session ended shortly thereafter and a new session was started at 11:45 pm. The reported complaint of no audio output is undetermined and the probable cause of the hypoglycemic event was determined to be signal loss due to the transmitter and app were unable to establish a connection. No additional patient or event information is available.